Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7277555 medical device expiration date: na device manufacture date: (B)(6) 2017. Medical device lot #: 7326755 medical device expiration date: na device manufacture date: (B)(6) 2017. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 7277555 for expired product. This is the 1st. Related complaint for expired product on lot # 7277555. A complaint history check was performed and this is the 1st. Related complaint for expired product on lot # 7326755. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 3 bd ultra fine¿ pen needles experienced no label or missing label information. The following information was provided by the initial reporter: fire department called and had question regarding expiration date. Wanted to know if some products that were dropped off were still good to use. Catalog#: 320122, lot#: 7277555, lot#: 7326755.